Event description:
While operating a demo novalung console unit used for training and product demonstration, a loss of communication with the flow sensor occurred and technical failure alarms #206 (flow sensor not detected) and #208 (flow measurement/control and air detection not possible) were displayed. Replacing the flow sensors with known functioning flow sensors did not correct the issue. The communication issue resolved when the sensor box was replaced with a known functioning sensor box. There was no patient involvement associated with the reported event. The serial number of the sensor box is (B)(6).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d4, d9, h3 plant investigation: the sensor box was returned for evaluation. The problem can be understood from the available information and the machine files do not contain any information about the cause of the problem. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The error occurrence can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). The returned sensor box contained the cable d500-0187cb (tin/gold). During the inspection, it was found that the plug of the connection cable was damaged. Connection to the power supply was not possible. The cables and the filter were installed correctly, and the orientation of the connections was found to be conforming to specifications. Both plugs (x11 and p102) were soiled. The voltage supply of the digiflow mini module was outside the specified range. During the test, a sporadic failure occurred due to the supply voltage being too low. Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. A CAPA was opened to address this issue.

Event description:
While operating a demo novalung console unit used for training and product demonstration, a loss of communication with the flow sensor occurred and technical failure alarms #206 (flow sensor not detected) and #208 (flow measurement/control and air detection not possible) were displayed. Replacing the flow sensors with known functioning flow sensors did not correct the issue. The communication issue resolved when the sensor box was replaced with a known functioning sensor box. There was no patient involvement associated with the reported event. The serial number of the sensor box is (B)(6).